Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n407169, implanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient receiving hydromorphone via an implantable pump. The indication for use was spinal pain and failed back surgery syndrome. The patient reported problems with the pain pump; the patient went in for a regular check and was told by the doctor that the pump was not working. The pump was not handling patient's pain and the doctor decided that it was not working. Reportedly on (B)(6) the personal therapy manager (ptm) showed it was working. The pain was not being controlled. When asked about steps taken to resolve the issue, the patient reported that the doctor left her with no appointment, they were to call the patient when the pump check could be done 3 weeks later and patient had to call them. The problems with the pain pump had not been resolved and the patient was very upset. The pump was checked on (B)(6) 2015.